Event description:
Reportedly, the instrument was fired and its jaws would not release fromthe tissue. Therefore, another instrument was used to transect around the instrument and release it from the tissue to complete the case. Pt status: no pt injury reported.